Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Post paced t-wave oversensing was noted on the ventricular lead on a stored egm. Programming changes were recommended. Further actions will be discussed with the physician.

Event description:
New information received indicated that patient presented a remote transmission showing another occurrence of post-paced t-wave oversensing on the ventricular channel after previous programming changes were made. The patient did not receive inappropriate therapy during the oversensing. Additional programming changes and induction test were discussed.